Manufacturer narrative:
A review of the device history records was performed. The review confirms that the lots met all material, assembly and performance specifications. There have been no previous complaints reported for lot/batch number. The catheter assembly was returned for evaluation intact. A visual microscopic examination was performed. The catheter wall of the white valve's lumen was found to have a small pin hole located adjacent to the distal edge of the suture wing. This type of hole may have been caused by over pressurizing the lumen or stretching the catheter and causing the wall to fail. The pin hole was located approximately 90 degrees from the parting line and did not appear to be related to the molding process. The catheter kinked easily in this area, and based on the adhesive residue on the catheter, it may have been taped while it was kinked. A functional check of the device was done. Both lumens were found to be patent and allowed air to be infused through them by hand with a syringe. This was evident when bubbles were visible coming out of the distal end of the catheter when air was infused, and while it submerged in water. Similar testing confirmed tha there were no leaks in the red valve's lumen when the distal end of the catheter was occluded and air was infused into the lumen. The white valve's lumen leaked through the pin hole adjacent to the distal edge of the suture wing. A dimensional inspection of the catheter walls and septum was completed adjacent to the area of the failure. The catheter was cut at the 4 cm depth mark. The proximal side of the catheter was measured with calipers. The walls were all within specification and tolerances. The thickness measurements also met the specifications as defined on the catheter drawing. The investigation and evaluation of the device was unable to conclusively identify the root cause of how the pinhole in the catheter wall occurred, although, as previously stated, this problem may have been the caused by the clinician over pressurizing the lumen or stretching the catheter and causing the wall to fail. The evaluation determined that there were no apparent manufacturing related defects. The complaint report for the month of may 2007 was reviewed for the pasv PICC - silicone product family. No current adverse trends were detected for "leakage" or "catheter fractured" in the last 15 months. In addition, the may 2007 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
This medwatch report was initiated upon the initial inspection of the returned device, at which time it was determined that this malfunction is a reportable event. The complainant reported that in 2007, the clinicians therapeutically implanted the pasv PICC peripherally in the left arm of the female patient (age unknown). Subsequent to the procedure, and during the infusion of the chemotherapy drugs (ondanzetron, vincristine, cytrabine and atopside) the clinicians visibly detected an air bubble at the bifurcation of the two limbs of the catheter. The complainant suggested that this was beyond the air detector of the infusion pump, resulting in the air being allowed into the catheter because of a weakening of the catheter itself, either at the hub or at the bifurcation of the two limbs of the catheter. Numerous request for additional information were made, all requested information has not been able to be retrieved.